Event description:
The patient was having a cardiac cath procedure and during closure of the artery the starclose device was advanced and the proper sequence of steps were followed for deployment of the clip. The clip released and as the physician was going to take the device out of the body the starclose continued to hold on to the tissue. The physician did not pull due to resistance. Surgery was consulted and the represenative of the product was also notified. No hematoma present, patient stable. The patient was taken to surgery and the device was removed.